Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081678/7081961.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and was electrocuted when charging. It was also noted that the patient was not getting coverage on all pain areas despite reprogramming attempt, as one of the leads had high impedances. The patient underwent ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components were discarded per facility policy.